Manufacturer narrative:
Since no products have been available for examination, this investigation is based solely on available information from the doctor. From the description of the procedure, it appears that the pharynx protection used during the secondary puncture and the introduction of the guidewire, has not been adequate and not in accordance with the IFU. In section 2.2.2 (secondary puncture and prosthesis placement), the clinician is told to choose an instrument (e.g., a rigid endoscope) which can function as a protector when the needle is penetrating the te wall and a guide for the correct location of the te puncture and a means to facilitate a safe passage of the guidewire when it is passed through the pharynx and out of the mouth. According to the available information a water-filled balloon of a urinary catheter has been used for protection during the puncture. When the puncture of the tissue is made, this balloon is also punctured and thus no further protection is provided. Further, the used protection does not facilitate a safe passage of the guidewire. Based on the available information, the piece of material that is said to have been broken off the guidewire has likely been sheared off the guidewire by the sharp tip of the puncture needle during the efforts to advance the guidewire through the puncture during the first puncturing attempt. Alternatively, a piece of guidewire material has been partly sheared off, creating a sharp hook on the guidewire which hooked into the tissue surrounding the initial puncture and then got torn off the guidewire. Withdrawing the guidewire back through the puncture needle is not in accordance with the IFU. In the warnings section of the IFU (section 1.4), the following is stated: do not withdraw the guidewire back through the puncture needle. Damage, shearing and/or scraping of the guidewire may occur. If the guidewire must be withdrawn, remove the guidewire and the puncture needle simultaneously, as one unit, to prevent the puncture needle from damaging the guidewire. When the second puncturing attempt was performed a rigid esophago-scope was used. Since no dilatation of the puncture tract had been performed at the initial puncture site, the initial puncture can be difficult to locate once the puncture needle has been removed. It is possible that the second puncture was made at a distance from the initial puncture. The initial puncture or the embedded plastic part or both, in combination with dilatation by the esophagoscope may have created the initiation of a fistula. The material of the guidewire is (B)(4). The material is tough and is not prone to brittle fracture. During lab tests of the guidewire, plastic stretching of the guidewire has always been present before break, supporting that the guidewire is not prone to brittle fracture.. More than (B)(4) guidewires have been tested in pull strength tests. In these tests the strength at break of the guidewire when mounted in the wirelock is measured. (B)(4). Conclusion: as stated in the investigation above due to its good ability of plastic deformation it seems very unlikely that the guidewire "broke" off during the procedure. If it in fact was a piece of the guidewire that was found in the patients esophagus it is far more likely that it was sheared or cut of during the attempts to advance the guidewire without an adequate passageway in place. The IFU clearly highlights this risk in more than one place. The device has been on the market since 2011 and this is the first incident of this kind. Therefore, we conclude that the device is safe and effective in its current design including the instructions for use, and no remedial actions are necessary. The doctor has been informed of the investigation results. Not returned to manufacturer.

Event description:
Secondary placement of a voice prosthesis was performed on (B)(6) 2013. Initially the doctor did not use a scope due to the stenosis / strong reconstructielap, so they performed a blind attempt in which a water-filled balloon of a urinary catheter was used for the protection of endolaryngeal mucosa. After puncturing the te wall and the balloon, the guidewire could not be fed through the puncture area. Presumably during this action a piece of the guidewire is broken off according to the doctor, although he did not notice anything at the time. Then they made another attempt to dilatation the puncture area, in the end they used a classic rigid oesophago-scoop with visual inspection/control to finally perform the procedure. The patient returned (B)(6) 2013, with a fistula and what appeared to be a piece of the guide wire in the throat. In the opinion of the doctor it is not a product failure but he wishes to know how much traction is needed to break the guidewire.